Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The hospital filed a voluntary report which indicated that there were low impedances and loss of capture for this lead as well. Mw5083139.

Event description:
This lead was capped and replaced due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.